Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21sa is identical model to rexeed-21s marketed in u.s. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot #986n6r. As a result, no abnormality was found in records. The 11,454 units of this lot #986n6r were distributed to the medical facilities and no similar event using this lot #986n6r was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.

Event description:
On (B)(6) 2008: the dialyzer (aps-21sa) was used for hemodialysis (hd). At 20 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 150=>unable to measure) and loss of consciousness occurred. After the onset of these adverse events (aes), oxygen 5l was administered, then blood pressure recovered. The dialyzer was changed to another lot of aps-21sa and hd was restarted, then the treatment was conducted without problem. On (B)(6) 2008: the dialyzer (aps-21sa) used for hd. At 60 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 150=> unable to measure) and loss of consciousness occurred again. After the onset of these aes, oxygen 5l was administered, then the blood pressure recovered to 160mmhg. The dialyzer was changed to another type and hd was restarted, then the treatment was conducted without problem.